Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical alarms occurring on the heartmate ii system controller was confirmed via log file analysis. The heartmate ii system controller (B)(6) was returned for analysis, and a log file ((B)(6)) was submitted and downloaded ((B)(6)) for review. The log files showed overlapping events spanning approximately 23 days ((B)(6) 2021 per timestamp). Atypical power cable disconnect alarms, that were not associated with a power source exchange, were intermittently active from (B)(6) 2021 at 15:08:34 ¿ (B)(6) 2021 at 21:50:10 due to power cable faults on the black power cable. The power cable disconnect alarm activated with these events as well. The atypical power cable disconnects occurred while the controller was connected to battery power and cleared shortly after activating. A no external power alarm was active on (B)(6) 2021 at 21:38:10. This alarm occurred shortly after the last atypical power cable disconnect and activated due to a dual power cable disconnect. This alarm occurred while connected to battery power and cleared shortly after activating. The no external power alarms activated due the voltage across both cables simultaneously decreasing to ~0.0v in approximately 5 seconds. The backup battery supported the system during the no external power events. Pump operation was not affected. The driveline was disconnected on (B)(6) 2021 at 21:37:26 for a system controller exchange. There were no other notable alarms active in the log file. The system controller was connected to a mock loop and was able to support the system for an extended period of time without issue. The power cables of the system controller were manipulated by hand, while connected to the system, without any alarms activating. The root cause for the no external power alarms while on battery power was due to a user error dual disconnection while changing power sources; however, the root cause of the atypical power cable disconnects was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate ii system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped on 14dec2015. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including no external power and power cable disconnect alarms. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate ii instructions for use (IFU) section 3 ¿ ¿powering the system¿ and the heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly use the 14v battery clips and 14v li-ion batteries. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-02683.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was at home and they wanted to connect to the mpu, they disconnected one cable and reconnected to the mpu. The mpu then started alarming. The patient switched to batteries and tried an additional time to change to the mpu, but the patient still had the alarms. The patient exchanged their controller and the issue resolved. The patient was not able to provide any information regarding the type of alarms. No log files were provided. The patient was discharged home. No additional information was provided.